Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during distal pancreatectomy, the reload was connected to the device for the first firing. The surgeon tried to fire the device however it could not and it was noted that the reload was pre-fired. The reload was replaced and the firing was completed with no problem. There was no patient injury.